Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed with a hardware failure error. A field service engineer (fse) found the duplicate failures on drawers 2 1 and 2 2. A replacement drawer was obtained, and because the hardware test application (hta) could not be opened due to an error, the fse manually transferred pockets from the affected drawer to the replacement drawer. After rebooting, the fse still could not access the application or configure drawers, and updated firmware did not resolve the issue. Additional guidance suggested a possible database problem, leading the fse to replace a communication board and two controller boards. After firmware updates and assistance from the technical support specialist, drawer configuration became possible, though duplicate failures remained and the issue was escalated for further review. During a later visit, the fse supported recovery of pockets, unloading of medications, testing through the hardware test application, and reloading of medications on drawers 2.1 and 2.2, confirming that the drawers were accessible afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed due to hardware failure and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, shut down the station by unplugging the power cord and waited for 2 to 5 minutes then reconnected the power plug and turned the power on; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.